Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood covering the distal end. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead could not be rotated under the condition that the helix was not extended. It was noted that the lead also had high impedance, even after reposition three times. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.